Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a lead fracture with high pacing impedance. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a lead fracture with high pacing impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
Visual inspection of the lead identified deformation of the in the areas approximately 293millimeters (mm) and 315mm from the terminal end. Testing was completed to assess lead electrical performance measurements throughout these tests revealed a resistance measured as an electrical open, indicating a fractured conductor. A fractured conductor was confirmed in the area 308 mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.